Event description:
Silimed textured breast implants. Ruptured implant/capsular contraction, memory loss, brain fog, neuropathy, fibromyalgia, migraines, anxiety, gi issues, heart issues, neck pain, shoulder pain. Possibly bia-alcl. FDA safety report ID # (B)(6).